Manufacturer narrative:
(B)(4) follow up. A malfunction involving the phaseal optima closed system transfer device was reported. To support the investigation, two c35-o connectors were submitted for evaluation by the quality team. One sample remained unused in its original packaging, while the other had been used and was received outside of its packaging. No samples of the n35-o injector were provided. A visual inspection of the c35-o connectors was conducted, revealing no signs of cracks, burrs, or other defects that could be linked to the reported issue. An attachment and detachment functionality test was subsequently performed, with results falling within acceptable parameters. A review of the device history records was completed for material number 515052, lot 2409502, as well as for material number 515052, lots 2410306 and 2409304. No deviations or non-conformances were identified that could be associated with the reported condition. Based on the findings of this investigation, the reported event could not be confirmed.

Event description:
It was reported leakage. ¿patient was receiving chemotherapy through mediport accessed via huber needle. Chemo was infusing into the proximal hub of the huber needle through the phaseal optima closed system transfer device. When the chemotherapy was completed, the chemo line was disconnected from the closed system transfer device, with the male end still attached to the proximal hub. I then used normal saline to flush the port through the distal hub, when the patient stated she was "getting wet". I said, "you shouldn't be getting wet, there is a closed system device connected". I did a small flush again and noted that the saline was coming out of the proximal hub through the phaseal, and blood was also noted to start to backflow into huber needle and out phaseal. Phaseal removed and set aside, port was flushed without no further incident of patient getting wet. Upon assessing the phaseal, it was noted the top rubber piece was sideways and not in it's proper position.¿ additional information: was the leak between the luer connection of the connector and tubing? No, the leak was between the male and female pieces of the ctsd was the line clamped when they were flushing? No was there any harm to the patient/caregiver? (Detail) no, thankfully, the line was being flushed with saline at the time the patient reported feeling that they were getting wet. No leakage was noted or reported during chemo infusion.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.